Event description:
It was reported that pump experienced malfunction with malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with no repeat of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred.